Event description:
Potential for injury associated with a 9805p hydraulic patient lift where the lift will not hold the load of the patient's weight. This issue can cause the user to be dropped from the lift.